Event description:
Additional information was received from the health care provider of a clinical study reporting that the patient experienced discomfort of the "scars." Surgery occurred after the patient exited the study. It was noted that the patient exited the study on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced hypersensitivity symptoms and allodynia in the area of the lumbar incisions. The patient cannot tolerate clothing or touch in this area. The patient was examined on (B)(6) 2025. Etiology was a causal relationship to the implant procedure. Outcome was considered ongoing. Age at consent was 59 years old. Additional information was received. Ins info was confirmed. Actions taken; medications administered-start versatis on (B)(6) 2025. The event is ongoing as of (B)(6) 2025, and the information was confirmed by the clinical site. Additional information was received from the health care provider of a clinical study reporting that on (B)(6) 2026 there was no change and the patient wants everything removed. Outcome was reported as unresolved at time of study exit/death/study closure; follow up being performed to obtain clarification. Additional information was received from the health care provider of a clinical study clarifying that the patient exited the study. The device was removed. Corresponding date was (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.